Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that after blood was drawn into the bd vacutainer® 9nc plus blood collection tubes with a bd syringe, blood "sprayed" out of the stopper when pulling out the syringe. The blood got onto the nurse, but sufficient ppe was worn, so there was no exposure to the mucous membrane. The following information was provided by the initial reporter: "nurse drew a sample of blood from a line with a bd syringe (blunt tip), unknown material and lot number, she then put it into the vacutainer but when she pulled out, blood sprayed out of the stopper. The blood got on the nurse however she was wearing a mask so no exposure. She stated this occurred today. She did not know exactly the lot number of tube that sprayed but the one they have on the floor is lot - 9344840."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after blood was drawn into the bd vacutainer® 9nc plus blood collection tubes with a bd syringe, blood "sprayed" out of the stopper when pulling out the syringe. The blood got onto the nurse, but sufficient ppe was worn, so there was no exposure to the mucous membrane. The following information was provided by the initial reporter: "nurse drew a sample of blood from a line with a bd syringe (blunt tip), unknown material and lot number, she then put it into the vacutainer but when she pulled out, blood sprayed out of the stopper. The blood got on the nurse however she was wearing a mask so no exposure. She stated this occurred today. She did not know exactly the lot number of tube that sprayed but the one they have on the floor is lot 9344840."